Manufacturer narrative:
Event date is estimated the results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced discomfort at the ipg site while he sits as it was too low .to address this issue patient underwent surgical intervention where the ipg was explanted .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.